Event description:
It was reported that the patient went to the clinic for an inflatable penile prosthesis (ipp) revision. After being evaluated it was determined that the device was not working properly. A surgical intervention was performed during which a rupture in the cylinders was identified. The pump and the cylinders were removed and replaced with no patient complications.